Event description:
It was reported to philips that the emergency stop was falsely triggered; geometry reset; system rebooted on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system and planned follow-up to check the table/ceiling rail for short circuits. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).